Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990n was received inside an ar-12990 knee scorpion batch number 14200456 for investigation. Visual inspection noted that the tip of a fragment of the needle was visible from the suture slot of the ar-12990 knee scorpion. The device investigated was the ar-12990 knee scorpion and functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Refer to the investigation photos.

Event description:
On 04/18/2024, it was reported by a facility representative via (B)(4) that an ar-12990 knee scorpion had a needle break inside and stayed stuck. This occurred during a case. No additional information was provided, and additional information has been asked. Additional information was provided on 05/08/2024, where the facility representative stated this event occurred during a meniscal root repair on (B)(6) 2024, where all fragments were retrieved from the patient however, a fragment remains stuck in the knee scorpion. The case was completed using a device from a different manufacturer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.